Event description:
It was reported when using the bd¿ syringe there was foreign matter in the device syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the syringe was opened, a white powdery substance was found hanging on the inner wall of the syringe."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot numbers 2104162 and 2011202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples for further evaluation. The retained samples were examined and no signs of foreign matter were identified. Per the provided details, it is possible that the reported issue is related to white flakes inside of the barrel, composed by the lubricant used in the syringe barrel. During the molding process, some plastic flashes may appear and may become stuck within the inner surface of the syringe. At this time, an exact cause cannot be determined based on the investigation results. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2104162. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-06. Medical device lot #: 2011202. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ syringe there was foreign matter in the device syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the syringe was opened, a white powdery substance was found hanging on the inner wall of the syringe."

Event description:
It was reported when using the bd¿ syringe there was foreign matter in the device syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when the syringe was opened, a white powdery substance was found hanging on the inner wall of the syringe."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2104162. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-06. Medical device lot #: 2011202. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.